Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported there was a change in therapy due to a lead migration. The rep was unsure what if any activity caused the lead migration. The rep thought the migration occurred within the past month. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer¿s representative indicating that the revision was done on (B)(6) 2018. It was reported that the patient went in for their post-operative reprogramming and they were reprogrammed and were getting good coverage of painful areas. It was noted that the ins was not replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the rep was informed by the healthcare provider (hcp) that the patient will have revision surgery on (B)(6)2018. The rep said the patient is getting pain relief but not necessarily optimal. The hcp intends to pull the lead down slightly. The rep was hoping there is an anchor that would clip onto the lead, without having to slide the anchor onto the lead with a tool. No further information was reported.